Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmatory test", device ineffective "device ineffective" and medical device monitoring error "unable to place coil on the left side because the fallopian tube was closed". The patient's medical history included gravida ii, parity 3 and pregnancy with contraceptive device. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced migraine ("migraine headache"). In (B)(6) 2018, the patient experienced abortion spontaneous ("miscarriage"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs"), cystitis ("bladder infection"), fatigue ("fatigue"), headache ("headaches") and depression ("depression"), was found to have a pregnancy with contraceptive device ("pregnancy ¿stillbirth/miscarriage") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, pelvic pain, abdominal pain, bladder disorder, cystitis, fatigue, hormone level abnormal, headache, weight increased, vaginal haemorrhage, menorrhagia, dyspareunia, migraine and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2015 (as per pfs discrepancy noted) the plaintiff experience previous pregnancy episode with essure in 2015 which is captured under case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received. Reporters information added. Events:abnormal bleeding (vaginal, menorrhagia), migraines , dyspareunia (painful sexual intercourse), depression ,unable to place coil on the left side because the fallopian tube was closed were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmatory test", device ineffective "device ineffective" and medical device monitoring error "unable to place coil on the left side because the fallopian tube was closed". The patient's medical history included multigravida, parity 3 and pregnancy with contraceptive device. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced migraine ("migraine headache"). In (B)(6) 2018, the patient experienced abortion spontaneous ("miscarriage"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs"), cystitis ("bladder infection"), fatigue ("fatigue"), headache ("headaches") and depression ("depression"), was found to have a pregnancy with contraceptive device ("pregnancy ¿stillbirth/miscarriage") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, pelvic pain, abdominal pain, bladder disorder, cystitis, fatigue, hormone level abnormal, headache, weight increased, vaginal haemorrhage, menorrhagia, dyspareunia, migraine and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2015 (as per pfs discrepancy noted) the plaintiff experience previous pregnancy episode with essure in 2015 which is captured under (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2021: mr received : reporter added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmatory test", device ineffective "device ineffective" and medical device monitoring error "unable to place coil on the left side because the fallopian tube was closed". The patient's medical history included multigravida, parity 3 and pregnancy with contraceptive device. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced migraine ("migraine headache"). In (B)(6) 2018, the patient experienced abortion spontaneous ("miscarriage"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs"), cystitis ("bladder infection"), fatigue ("fatigue"), headache ("headaches") and depression ("depression"), was found to have a pregnancy with contraceptive device ("pregnancy ¿stillbirth/miscarriage") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, pelvic pain, abdominal pain, bladder disorder, cystitis, fatigue, hormone level abnormal, headache, weight increased, vaginal haemorrhage, menorrhagia, dyspareunia, migraine and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2015 (as per pfs discrepancy noted) the plaintiff experience previous pregnancy episode with essure in 2015 which is captured under case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('pregnancy ¿stillbirth/miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo confirmatory test". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs"), cystitis ("bladder infection"), fatigue ("fatigue") and headache ("headaches"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, pelvic pain, abdominal pain, bladder disorder, cystitis, fatigue, hormone level abnormal, headache and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, bladder disorder, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hormone level abnormal, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event injury was updated to events: perforation- fallopian tubes, miscarriage, pregnancy ¿stillbirth/miscarriage, dysmenorrhea (cramping), pelvic pain, abdominal pain, device ineffective, bladder probs, bladder infection, fatigue, hormonal changes, headaches, weight gain and patient did not undergo confirmatory test. Essure implant date updated. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.